Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient developed an arteriovenous fistula. The fistula developed between a branch of the anterior saphenous vein of the thigh and an internal pudendal artery and was observed via ultrasound. Three days later the patient underwent surgery to have a coil placed at the site. No further complications have been reported. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to initial MDR in block h6: impact code.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient developed an arteriovenous fistula. The fistula developed between a branch of the anterior saphenous vein of the thigh and an internal pudendal artery and was observed via ultrasound. Three days later the patient underwent surgery to have a coil placed at the site. No further complications have been reported. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.